Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 65 year old female patient presented to (B)(6) family dentistry office with concerns related to a previously placed dental implant. The implant had been placed at tooth location #20 on (B)(6) 2026. The patient presented with the issue on (B)(6) 2026, within three weeks after implant placement, reporting pain and swelling at the implant site. Upon examination, the doctor identified a mesial peri-implant infection and determined that the implant had failed to osseointegrate. As a result, the implant was removed on (B)(6) 2026 using a hahn tapered wrench, and a bone plug was placed at the site. It was further reported that the patient returned for a follow-up visit within one month after placement of the bone plug. At that time, signs of infection were still evident radiographically on x-ray, and medication was prescribed. The patient was advised to return if any leakage occurred. On (B)(6) 2026, the patient returned for another follow-up visit, and during the examination, the doctor confirmed that the infection had resolved. A dental cleaning was performed, and healing was noted to be satisfactory. The patient is scheduled for a new scan on (B)(6) 2026 in preparation for placement of a new implant. It was reported that the opposing arch contained natural teeth #13 and #14 restored with crowns. The patient did not sustain any permanent injury; however, bone grafting surgical procedure were required. It was further reported that the patient had type iii bone quality and fair oral hygiene. Additionally, the patient was reported to be allergic to codeine. No abnormalities with the implant or its packaging were reported.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: comp-(B)(4).